Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation.

Event description:
It was reported by the vad coordinator that the patient presented in the clinic complaining of power switching on port 1. The patient was instructed to mark the batteries and set aside if it occurs again. Patient had had continued issues since the last clinic visit. The patient was able to isolate issue to the "left port" and notified on-call vad phone. Log files sent to manufacturer for analysis. Controller exchange was performed monday (B)(6) 2015 at clinic visit. The patient tolerated the exchange well and there have been no further complaints since the controller exchange. No other information available at this time. The investigation is ongoing.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed occurrences of critical battery alarms and premature power switching events. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. This will most likely not cause a vad stop and there is a remote chance of patient injury. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.